Event description:
The customer reported a clear fluid leak (approximately 50ml) in the lower left front diluter of the coulter lh 780 hematology analyzer. The customer also stated the fluid leaked onto the counter. The operator noticed the leak when changing reagents. The operator was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer cleaned the area wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) observed leak at sample access module; black stripe tubing split. The fse replaced tubing, cleaned instrument, adjusted tube detector and pierce station and adjusted vcs gains. Instrument operation was verified. The black stripe tubing at the sample access module may have blood, controls, and diluent present during operation and cleaner during shutdown. Root cause of the event is attributed to split black stripe tubing

Manufacturer narrative:
(B)(4)